Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. The returned vial of test strips contained only three test strips. Therefore, the returned meter was tested with the returned test strips and in-house contour next test strips from the same lot as one associated with the event using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.